Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The mother reported via phone call that the insulin pump was exposed to moisture. The mother reported the customer fell into the pool while connected to the insulin pump. Customer's blood glucose was 154 mg/dl. The mother reported fluid was present under the lcd display. The mother also reported the display went blank after the moisture exposure. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No moisture damage was found on the electronic, motor, vibrator and battery tube assembly during our visual inspection. The insulin pump powered up properly after battery installation. No blank display noted. The insulin pump has cracked lcd window, cracked case at the display window corner and cracked reservoir tube lip.